Event description:
While harvesting left radial artery it was noted that the maquet vasoview hemopro 2 endoscopic vessel harvesting system was only intermittently cauterizing for a few seconds at a time. A subsequent "like" device was then utilized without incident. Diagnosis or reason for use: endoscopic radial artery harvest.